Event description:
On (B)(6) 2014, the distributer contacted animas and reported a blank display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during evaluation, the display screen was found to be fully functioning and illuminated with no visible signs of damage, fading or discoloration. A review of the black box and alarm history revealed no indication of a malfunction related to the reported blank display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.